Event description:
The manufacturer received information alleging a patient expired while using a ventilator on (B)(6) 2016. The reporter of the event states the ventilator alarmed for depleted batteries and the care giver appears to have slept through the alarms. The ventilator was returned to the manufacturer for evaluation. The device passed all testing and was found to operate and alarm as designed. The audible alarm decibel level was tested and was found to exceed the specified minimum level. The ventilator's downloaded event log was reviewed. The event log indicates ac power was removed from the ventilator at 15:40:07 cst on (B)(6) 2016 while the device was not in operation. The device was powered on at 20:55:14 cst on (B)(6) 2016 (reported day of the event). When the device was powered on, it was operating from the detachable battery. The ventilator operated on detachable battery power until the detachable battery became depleted at 23:48:40. The ventilator alarmed to indicate the detachable battery was depleted. The alarm was not acknowledged/reset. At this time (23:48:40), the device began operating from the internal battery. The device sounded a medium priority alarm at 02:10:22 cst to indicate the internal battery was depleting. This alarm was not acknowledged/reset. A high priority alarm began sounding at 02:20:40 cst indicating the internal battery was nearly depleted. This alarm was not acknowledged/reset. The ventilator shut down at 02:32:12 due to depleted batteries. The ventilator was not turned back on until 05:39:04. The manufacturer concludes the ventilator operates and alarms as designed. The device operated on battery power for approximately 5 hours 41 minutes and alarmed appropriately to indicate the batteries were depleting. The ventilator shut down due to depleted batteries.